Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Test infusion set or p-cap locks in properly. Device received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s screen was blank and will not turn on. Customer's blood glucose value was 140 mg/dl. Customer stated that they went into the pool with the insulin pump and noticed that there was a small crack in the back of the pump. Customer stated they did hear fluid when shaking the pump. Customer stated they see fluid under the lcd. The device will not be return for analysis.